Manufacturer narrative:
Initial 5 of 7. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set tubing was not straight and kept quilling on (B)(6) 2026 and patient also reported high blood glucose which was resolved by taking correction bolus via pump.